Manufacturer narrative:
(B)(4). Batch number ==> p55g7r. Investigation summary ==> the analysis found that one ec60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please clarify what was meant by, the device ¿became stuck on the tissue¿? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? Or, was tissue sticking to the surface of the reload cartridge?

Event description:
It was reported that the surgeon went to fire the stapler and the staples were formed but the device did not cut and became stuck on the tissue. They removed the device and then opened another device which worked ok. The over sewed the staple line of the original firing as the surgeon wasn¿t happy to leave it as it was.

Manufacturer narrative:
Product complaint # (B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information requested and received: can you please clarify what was meant by, the device ¿became stuck on the tissue¿? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? Or, was tissue sticking to the surface of the reload cartridge? The stapler closed and fired the staples but did not cut. The device was locked on the tissue but when released it had not cut. The jaws opened as normal.